Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 625 mg/dl. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as tandem technical support made multiple follow up attempts with the customer with no response. Bg was addressed via a correction bolus, and manual injection.